Manufacturer narrative:
Upon further investigation of one of the devices, it was found that there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use.

Event description:
This report summarizes 13 malfunction events, where it was reported the scale is inaccurate. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.  2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. 9 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the scale is inaccurate. There was no patient involvement.